Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (S-ICD) system delivered four shocks as inappropriate therapy due to oversensing of noisy signals and T-wave oversensing. Technical Services (TS) was consulted and discussed stored as well as programming options, with further in clinic examination recommended. Additionally, TS noted that previously the device had its Smart Pass feature disabled due the patients low amplitude. This device remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
Corrected field D2a - Common Device Name.This product has not been returned to Boston Scientific, and as a result, laboratory analysis could not be conducted.A review of the Device History Record (DHR) was performed. The review of the DHR identified that there were no process related non-conformances, scrap, or rework performed during the production that could explain the event. The reviews ensure each device meets specification prior to release for use. There is no indication the device manufacturing process contributed to the reported complaint.Review of labeling determined that the complaint situation was listed in the manual. There was no indication in the complaint that the product was not used in accordance to labeling. The manual was unlikely to be the cause of the reported complaint; translation, wording, or graphics does not require further review.A Risk Review was completed and confirmed that the event of Inappropriate Shock was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product.Based on a thorough review of the reported complaint, Boston Scientific has assigned an investigation conclusion code of Cause Not Established. This product was manufactured prior to implementation of the UDI regulation and as a result, the complete UDI is not available. Applicable US product data has been included in this report.

Manufacturer narrative:
THIS PRODUCT WAS MANUFACTURED PRIOR TO IMPLEMENTATION OF THE UDI REGULATION AND AS A RESULT, THE COMPLETE UDI IS NOT AVAILABLE. APPLICABLE US PRODUCT DATA HAS BEEN INCLUDED IN THIS REPORT.

Event description:
IT WAS REPORTED THAT THIS SUBCUTANEOUS IMPLANTABLE CARDIOVERTER DEFIBRILLATOR (S-ICD) SYSTEM DELIVERED FOUR SHOCKS AS INAPPROPRIATE THERAPY DUE TO OVERSENSING OF NOISY SIGNALS AND T-WAVE OVERSENSING. TECHNICAL SERVICES (TS) WAS CONSULTED AND DISCUSSED STORED AS WELL AS PROGRAMMING OPTIONS, WITH FURTHER IN CLINIC EXAMINATION RECOMMENDED. ADDITIONALLY, TS NOTED THAT PREVIOUSLY THE DEVICE HAD ITS SMART PASS FEATURE DISABLED DUE THE PATIENT'S LOW AMPLITUDE. THIS DEVICE REMAINS IN SERVICE. NO ADDITIONAL ADVERSE PATIENT EFFECTS WERE REPORTED.